Event description:
A request was made by the user facility/device owner to evaluate a device and confirm that it was working correctly. Upon request for further info, the initial reporter stated that the device had been in use at the time of a pt's death. The device was infusing terbutaline for treatment of preterm labour. The initial reporter stated that the user facility's eval of the device and programming indicates that device was working correctly.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed; no anomalies were found. No operational of functional failure was detected and the product was within spec.